Event description:
It was reported that during a cholecystectomy procedure, the clip was not good. The device did not properly apply the clips. They cut the cystic duct. It clipped the ¿shear¿ cystic duct twice. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.